Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Additional information: the patient was extubated and was reported to be recovering further in an extended care facility. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a edwards lifesciences technical summary , vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7mm. The patient¿s access vessel mld was reported to measure 7mm with mild tortuosity and calcification. In this case, the cause of the reported iliac artery injury cannot be confirmed; however, per report the physician felt that a vasoconstriction in the common iliac artery with the sheath insertion caused the vessel rupture. In addition, the patient¿s access vessel borderline mld may have also contributed to the event. The device was not available for evaluation. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this case. Please reference (B)(4): manufacturer report no. (B)(4).

Event description:
Per the field clinical specialist report, during a transfemoral tavr procedure, the dilators were inserted without issue, but the 22fr retroflex3 (rf3) sheath would not advance past the left common iliac artery. As the sheath was withdrawn, the iliac artery ¿came with it¿. The sheath was re-advanced for hemostasis and the patient stabilized. Emergent cut down was performed to fix the rupture and a 10mm conduit was placed to enable completion of the case. The physician felt that a vasoconstriction in the common iliac artery with the sheath insertion caused the vessel rupture.the 23mm sapien valve was positioned 50:50 pre-deployment. During balloon inflation the valve slowly moved aortic, but was still within the annulus. Immediately after deployment the valve ejected into the aorta because the balloon was not deflated prior to turning off the pacer. Per the physician's assessment, mild septal bulge may have contributed to the valve embolization, in addition to the error in pacing sequence. The patient coded, was shocked and had a long run of CPR (approx. 10-15 minutes). In conjunction, the conduit clamp also came loose and the patient lost a large amount of blood. 5 units of blood were given. After the lv function was restored, a 2nd valve was prepped and deployed successfully. Prior to deployment, the 1st valve was pulled back into the descending thoracic aorta so the 2nd valve could pass. At the end of the procedure, the 1st valve was stabilized in the descending aorta. At last report, the patient was still intubated in ICU but was responding to verbal stimuli.